Event description:
It was reported that the charger would just blink red when the transmitter was connected. The customer's blood glucose at the time was not known. The customer was advised on how to change out the battery in the charger. She was further advised to monitor for issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This is one of four medwatch reports regarding this event. Please see medwatches 2032227-2014-73069, 2032227-2014-73070, and 2032227-2014-73065.